Event description:
The device reportedly displayed a low battery message during the reported pt use and then allegedly shut off by itself when the device attempted to switch to a second battery. A back up device was obtained and treatment was reportedly continued. The rep requested, but was not provided with further details of the reported event.